Event description:
The hospital reported that during an endoscopic vein harvesting procedure the t.w. Power supply had no energy from the power supply and they tried a couple different cables. The green light didn't come on. The power setting on the hemopro power supply was 2.5. The procedure was completed with a new power supply. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Corrected section: d4 - from (B)(6) to (B)(6). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluaiton on 05/09/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the power supply. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. No green light was observed to indicate that there was power to the device. No other electrical testing was done due to no electrical power to the device. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
N/a.